Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00282 on november 06, 2023. A united states (us) customer contacted a siemens customer care center to report a falsely depressed digoxin (dgn) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the initial atellica ch 930 analyzer. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). November 08, 2023 additional information: the customer experienced quality control out of range for the atellica ch digoxin (dgn). The siemens technical application specialist (tas) calibrated the assay and ran the quality control. The quality control was acceptable. Siemens healthcare diagnostics continues to investigate.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely depressed digoxin (dgn) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the initial atellica ch 930 analyzer. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.

Event description:
A falsely depressed digoxin (dgn) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the initial atellica ch 930 analyzer. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed digoxin (dgn) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00282 on november 06, 2023. Siemens filed the MDR 1219913-2023-00282 supplemental report 1 on december 04, 2023. A united states (us) customer contacted a siemens customer care center to report a falsely depressed digoxin (dgn) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the initial atellica ch 930 analyzer. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). January 18, 2024 additional information: siemens reviewed the digoxin instrument data from atellica ch s/n (B)(6) between december 2023 to january 2024. Siemens was unable to identify the discordant patient samples as a sample identifier was not provided. Multiple attempts were made to gather more information to investigate, however, the requested information required to investigate this incident was not made available to siemens. Therefore, further investigation is not possible. The cause of the discordant digoxin results is unknown. The instrument is operational. In section h6, the investigation finding and investigation conclusion codes were updated.